Event description:
It was reported via repair work order that the headend lift was elevated and inoperable due to a damaged coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. It was also reported via repair work order that the foot left siderail would not lock due to a damaged carrier. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.